Manufacturer narrative:
Exact date unknown, event occured in (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700 , model: sc-2218-70, serial: (B)(4) , batch: 18021224/18066347. Product family: scs-linear leads: upn: m365sc2218700 , model: sc-2158-70, serial: (B)(4) , batch: 17513760.

Event description:
It was reported that the patient was not getting adequate coverage. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.